Event description:
The patient reported that the ok keypad button was unresponsive. The patient reportedly wore the pump in a pocket and did not clean the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4):the keypad was found to be intact; no peeling or lifting was observed. The reported unresponsive ok keypad button could not be duplicated during investigation. All of the keypad buttons were found to be responsive to button presses and were found to spring back and click back normally. There were no issues found with the key contacts when the keypad cover was removed. (B)(4)